Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted on august 11, 2003, displayed an elective replacement indicator (eri) on may 30, 2006, with a charge time of 24.5 seconds. The device subsequently declared end of life on june 29, 2006. There is a concern that the battery depleted earlier than expected.